Manufacturer narrative:
(B)(4). One used bravo ph recorder was received for evaluation. The returned sample met specification as received by medtronic. The reported condition was not confirmed. A visual inspection revealed no damage. Additional functional testing was performed and the device was found to function normally and within specifications.

Event description:
Customer reported failure of bravo recorder. Calibration was successful, the battery was charged, however the monitor was flickering on and off. After placing the bravo ph capsule, the capsule signal could not be detected. The patient was discharged and scheduled a repeat procedure.